Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 11.8-12.2cm and 12.0-12.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded in these locations. Externalized conductors due to internal insulation abrasion were noted at 7.5-12.0cm from the distal tip. Internal insulation abrasions were noted at 10.9-12.3cm, 16.5-17.2, and 29.0-29.3cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.0-40.4cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded and melted at this location.